Event description:
Hussan trocar in patient for procedure. Doctor sponge pulled out through hussan trocar. Trocar became dislodged. Trocar reintroduced into patient and locking mechanism would not lock. Trocar removed from field and inspected. Trocar found to be missing a plastic o ring from inside the turtleneck piece of trocar. Cavity searched by md. Or searched by staff. Missing piece not located.